Event description:
Independent repair center statement: alarming/red light, key failure noisy. On/off switch - no alarm, tie wrap - broken, humidifier missing, comp. Intake missing, filter missing and broken spout.